Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from a consumer and a manufacturer representative (rep) reported per the patient, the alarm went off on their previous device. It was noted it stopped working and they were not getting medication. The patient went to the hospital a few times, but did not get any assistance so the patient went into severe withdrawal. It was noted the patient has already had a replacement and the pump was being sent back to test what was wrong. It was stated that the pump had a stall so the patient went to the ER (emergency room) at 11pm on (B)(6) 2021. It was stated they were asked if they had symptoms/if the pump was alarming. The patient was not experiencing either at the time, so they were sent home. It was stated they specifically went to there at the hospital where the pump was implanted so they would know what to do, but they had no idea what to do/how to triage the patient despite the patient telling them to page anesthesiology. After the patient got home, they began to experience symptoms including extreme muscle cramping, severe withdrawal, and inability to sit down due to cramping. The patient went back to hospital where the pump hcp (healthcare professional) was on call and who was able to treat the patient with morphine and eventually replace the pump. The reason for call was to state that there should be a process in place at ers to treat pts with pumps. It was offered to document their concern; but patient confirmed inquiry resolved. The patient made a comment that they have had pump for 20 years and "it is the greatest thi ng ever". The patient stated prior to pump, the patient was wheelchair bound and non-active, and patient would tell anyone about how great of an experience patient has had with pump. It was also mentioned at first, the patient was on over 4000 mcg/day of fentanyl and has been able to successfully reduce amount of medication over time. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned. Destructive analysis identified residue and wearing in the motor gear train. The catheter was returned and no significant anomalies were found. Product ID 8709 lot# serial# (b)(6: product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 808.4 mcg/day) via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient was experiencing withdrawal symptoms. Pump interrogation showed that the pump motor had been stalled for 10 hours at the time of the call. The patient had not had an MRI. Additional information was received on 02-jun-2021 from the hcp and a company representative who reported that the patient heard beeping from the pump early monday morning and then headed to the hospital due to symptoms of withdrawal. The pump was interrogated, the motor stall was found, and it had not resolved. Pump interrogation on 02-jun-2021 showed that the motor stall occurred on (B)(6) 2021 at 8:40 pm and a stopped pump duration exceeded 48 hours alarm logged on (B)(6) 2021 at 8:40 pm. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. The pump was replaced. The issue was noted to be resolved and it was indicated that the hcp had no further information to provide regarding the event.